Manufacturer narrative:
Initial and final MDR (B)(4)-device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four events of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. No further information was available.